Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump casing became eroded cause the customer to intermittently experience difficulty loading cartridges onto the pump. Additionally, due to the erosion, the wake button was difficult to press. There was no reported impact to the customer's blood glucose level.